Event description:
A malfunction alarm was reported with the display of a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arose.